Event description:
Litigation papers allege the patient began suffering extreme pain that continued to worsen and significantly impaired her ability to perform daily activities. The patient also showed increased metal ion levels. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013-sales rep reported revision surgery on right hip due to trunion wear and osteolysis. There was no new information that would change the outcome of the investigation. Dor:(B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the sleeve and femoral stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.